Event description:
It was reported that this pacemaker system exhibited high, out-of-range right atrial (ra) pacing impedance measurements of greater than 3,000 ohms. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. It was noted that the patient did experience stimulation after the lss was triggered. Additionally, there was noise that was being oversensed, most likely due to myopotential. Technical services discussed programming options. At this time, this pacemaker system remains in service. No adverse patient effects were reported.